Manufacturer narrative:
Additional information (30-sep-2020). The customer informed siemens that the patient was not actually hospitalized but was sent to a clinic for observation. Siemens healthcare diagnostics headquarters support center (hsc) completed the investigation of the discordant, falsely elevated loci high sensitivity cardiac troponin I (tnih) patient result obtained on the dimension exl 200 system. The sample identification number found in the instrument data was 110095902. Hsc reviewed the information provided and the instrument data logs. No product non-conformance was identified with the instrument or assay. Quality control (qc), calibration and test reaction data did not indicate a malfunction. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required. Section h6 codes were updated based upon the hsc investigation. Initial mdrs 2517506-2020-00283 and 2517506-2020-00284 were filed 17-sep-2020 for the same event. MDR supplements 2517506-2020-00283 supplement 1 and 2517506-2020-00284 supplement 1 are filed for the same event.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) about a falsely elevated loci high sensitivity cardiac troponin I (tnih) result obtained on a dimension exl 200 system. Siemens is evaluating the event. Mdrs 2517506-2020-00283 and 2517506-2020-00284 were filed for the same event.

Event description:
A discordant, falsely elevated loci high sensitivity cardiac troponin I (tnih) result was obtained on a patient sample on a dimension exl 200 system. The discordant result was reported to the physician. The patient was sent to a hospital facility where a new sample was processed on a non-siemens instrument. A lower result was obtained, considered correct and reported. The patient was observed in the hospital (date not provided) after the initial troponin I result, and troponin I repeats were still negative. The patient was stated to be stable after their hospitalization. There were no reports of adverse health consequences due to the discordant falsely elevated tnih result.